Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called to report that she completed treatment on the cycler and at the end of treatment during step 9 after removing the cassette she found that the cassette had leaked fluid into the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated no adverse event was associated with the event. Per pdrn the patient was able to resume continous cycler-assisted peritoneal dialysis (ccpd) with the replacement cycler. The sample was discarded.